Event description:
(B)(4). Same case as: 2134265-2010-05720. It was reported that post a stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2009, the target lesion being treated was located in the mid right coronary artery (rca). The lesion was 95% stenosed, 2.5mm in diameter and 40mm long. The lesion was treated with predilation and placement of two taxus liberte stents (2.5x28mm and 2.5x24mm) without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged without complications 2 days later on aspirin and clopidogrel bisulfate. In (B)(6) 2010, the patient experienced chest pain. A percutaneous coronary intervention (pci) was performed. The patient had ischemic symptom (stable angina). The 90% stenosed lesion located in the mid rca was 2.5mm in diameter and 20mm long. The lesion was treated with plain old balloon angioplasty (poba) and placement of a promus stent. Residual stenosis was 30% with timi 3 flow noted. The event was resolved and the patient discharged 2 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).